Event description:
It was reported that black foreign matter was found smeared on the bd insyte¿ autoguard¿ bc shielded IV catheter barrel before use. The following information was provided by the initial reporter, translated from japanese to english: "black fm like smear on the safety barrel."

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge insyte autoguard blood control unit from lot 8262717 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed black stains on the needle cover. The stains appeared to be specks of burnt resin that were embedded into the material. Based off the visual inspection the engineer was able to verify the reported defect. The burnt resin came from the molding process and would not affect the form or function of the unit.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found smeared on the bd insyte¿ autoguard¿ bc shielded IV catheter barrel before use. The following information was provided by the initial reporter: "black fm like smear on the safety barrel."